Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and motor error. The insulin pump was not delivering insulin and the customer went to the hospital on (B)(6) 2016 with a diabetic ketoacidosis. Customer's blood glucose level was over 500 mg/dl at the time of the no delivery. The customer was vomiting. The customer was given fluids and insulin drip. The customer was wearing the insulin pump at the time of hospitalization. She was able to rewind the insulin pump. The device was not returned.